Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic partial colectomy procedure, while the device was being applied to the colon, the device did not fire correctly. It did not staple the tissue together and tissue came apart. The staples did not form 'b' shape. The portion of the anastomosis was hand sewn in order to complete the case.